Manufacturer narrative:
E2 - incorrect due to system limitations. Initial reporter title is unknown, but listed as non-healthcare professional. H3: other; device not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device will not power on. No lights, no screen and power cord intact. Patient involvement unknown.

Event description:
Additional information was received informing that there was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
D9: date returned to mfg.: 1/3/2024. B5, h3, h6. Health effects and evaluation codes: updated. One device was received. Per visual inspection, the water tank cover was cracked, quick connect was corroded, stained water tank, faded line cord, front cover with multiple scratches and enclosure cracked around the quick connect fitting. Outdated printed circuit board (pcb) and power switch. Per functional testing, the device has no power, no lights, and no screen, due to the connection between the power switch and pcb is damaged. The root cause was wear and tear damage due to use of the power switch. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. No action taken due to the condition of the device. It was deemed beyond economical repair and was scrapped.